Event description:
Echelon flex60 long articulating endoscopic linear cutter fired by surgeon; once staples applied, the instrument jaw failed to open/release. Surgeon had to keep manipulating release button until it finally released.======================manufacturer response for long articulating endoscopic linear cutter, echelon flex 60 (per site reporter).======================reporter not aware of response from sales rep notified.